Event description:
It was reported by service report that the footboard was not functioning. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken connector on the signal coil cord.